Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer would not open. The customer stated that the reported issue happened during the dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the drawer would not open. The customer stated that the reported issue happened during the dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d medical device brand name. Upon investigation of the actual device used in this incident, it was determined that the technical support specialist tried to open the lid via tester application, but it wouldn't open. A technical support specialist identifying a mechanical jam in the cubie caused by packaging material, advising the pharmacy to send a destock label, and replacing the jammed cubie with a new one containing the correct medication. The system functioned as intended after the technical support specialist investigated the device.